Event description:
It was reported that the right ventricle lead exhibited intermittent capture. Fluoroscopic images revealed that the right ventricle lead had dislodged. The right ventricle lead attempted to be explanted but the helix of the lead exhibited failure to retract. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.